Manufacturer narrative:
It was reported that during a surgical procedure, a current was visualized at the connection between the cautery pencil and the cautery tip. A superficial singe mark resulted at the patient's incision line. There was no need for medical or surgical intervention as a result. A sample was returned for evaluation. The returned cautery pencil had a covidien tip attached rather than the originally packaged medline tip. Upon visual inspection, a char was noted on the base of the tip where it is inserted into the pencil. Visual inspection of the pencil and cord did not reveal any defects or concerns. Functional testing was performed in both cut and coag modes and the device functioned as intended. No failures were identified during the investigation. We were unable to replicate the reported concern. A possible root cause is that the cautery tip may not have been adequately seated on the pencil during use allowing for there to be exposed metal. Due to the reported incident, this medwatch is being filed.

Event description:
A current was visualized at the connection between the cautery pencil and the cautery tip. A superficial singe mark was noted on the incision line.